Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 1.5x12mm and the 2x15mm nc trek neo balloon dilatation catheter (bdc) were advanced; however, the distal marker of the devices were noted to be missing. The balloons could not be placed. Therefore, the bdc devices were removed from the patient and the patient was kept on medical management. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6 correction: medical device problem code 2920 removed.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported missing balloon marker or difficulty advancing the device are related to a potential product quality issue. It should be noted that per the manufacturing process, quality checks have been placed in the manufacturing process to confirm the production of the device meets manufacturing specification. The alignment of the distal marker on the equipment is necessary to create the seal and the distal marker is the guide to complete an appropriate seal. The markers should be aligned with the shoulder of the balloon for the alignment of the inner member (im) within the balloon. The process requires the placement and alignment of two markers and the verification of the two markers placed on the device. Therefore, this is deemed not manufacturing related. A cine was received and reviewed by an abbott vascular clinical specialist. The provided media does not confirm the information provided in the complaint summary that the distal markers of both the 1.5x12mm nc trek neo and the 2.0x15mm nc trek neo were missing. The provided media shows the 1.5x12mm nc trek neo being delivered on the wire within the coronary with both proximal and distal markers visible. The provided media shows the reportedly 2.0x15mm nc trek neo used in the procedure but the image clarity of the video is poor and visualization of 2.0x15mm nc trek neo markers cannot be determined with the provided media. Possible factors that may cause the balloon marker to be missing and/or not visible under fluoroscopy include, but not limited to, location of anatomy and/or anatomical conditions, the type of contrast solution, contrast mixing ratio, patient anatomy, patient disease state and fluoroscopy equipment. In this case, the device was not returned for analysis and per the cine review the proximal and distal markers were noted on device in the videos provided; therefore, a conclusive cause for the reported complaint cannot be determined. Additionally, it was reported that the balloon could not be placed in the anatomy as a result of the reported missing marker, resulting in the difficulty advancing the device. The investigation was unable to determine a conclusive cause for the reported missing balloon marker; however, the reported difficulty advancing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.